Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (7) years, since the subject device was manufactured. Based on the results of the investigation, according to phenomenon 1, olympus surmised that gas leakage occurred, due to defective first regulator unit. According to phenomenon 2, olympus was unable to surmise from the available information, why fluid entered inside the components of the pipeline. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 continued: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit pressure was reducing valve leakage. The issue occurred during a therapeutic laparoscopic surgery. There were no reports of patient harm.